Event description:
It was reported an ez45b was used during an unknown procedure. It was reported by the affiliate the staples malformed. Knife would not cut the tissue. There was no consequence to the pt. 6/16/1998 response received from affiliate. The tissue was stapled and cut with a new stapler.